Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 9680577-2025-03625 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using one (1) bd bbl¿ fluid thioglycollate medium bottle, there was contamination noticed. There was no patient impact or health consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd bbl¿ fluid thioglycollate medium bottle, there was contamination noticed. There was no patient impact or health consequence reported.